Manufacturer narrative:
The device was returned to the MFR, however the investigation has not begun. The user facility reported that the drill's hose became caught on a table and was torn. A f/u report will be submitted if the investigation results reveal any add'l info.

Event description:
It was reported that during a surgical procedure, the hose portion of the pneumatic drill was torn. Backup equipment was used to complete the procedure, without causing a delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.